Event description:
The customer reported their dxh 900 instrument generated high platelet (plt) parameter results for patient samples. The instrument generated intermittent r flags and suspect messages. Erroneous results were not reported outside of the laboratory. The samples were run on an alternate instrument to obtain the correct results. Customer data was provided for patient samples reflecting erroneous high plt results along with the correct results run on an alternate instrument. The manual slide review provided for two samples agrees with the lower result from the alternate instrument. R flags and suspect messages were intermittent. Not all erroneous plt results were flagged by the instrument.

Manufacturer narrative:
The applications specialist confirmed that all samples run on dxh 900 were 30-40 units higher than when run on the alternate dxh 900 instrument. The customer¿s elitech control showed positive bias for the platelet parameter. Raw data was assessed and it was noted that the area in the peak-t50 histograms has slightly more events than the other instrument used for these patient samples. They were not significant enough for the algorithm to set flags. The events in that area may be related to sweep flow interruption. It is recommended to check if the sweep flow works in optimal condition. The field service engineer (fse) went onsite replaced multiple hardware parts which did not resolve the issue. The fse replaced the entire cbc module and this successfully resolved the issue. Bec internal identifier - (B)(4).